Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue was found with the device's active exhalation control module. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. The root cause for the active exhalation control module malfunction was found to be the proportional valve stuck in the open position.